Event description:
It was reported by the customer technical area, "PICC ruptured spontaneously after 8 days of use in the nb, while infusing intravenous hydration. It ruptured on the outside, was removed immediately, neonatologist informed." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer technical area, "PICC ruptured spontaneously after 8 days of use in the nb, while infusing intravenous hydration. It ruptured on the outside, was removed immediately, neonatologist informed." No other information was provided. Additional information received 05/29/2023: the break occurred on the outside. There was no harm to the patient, but it was necessary to remove this PICC and place another one. Therefore, there was a need for a new procedure. There was no need for medical/surgical intervention, only PICC replacement. Intravenous hydrochloride was being infused. There was leakage of this intravenous hydration. Additional information received 26 june 2023: the professionals who handle this material have a specific course certificate for this purpose. Only nurses with this certification handle the PICC. The product was used in accordance with the conditions of use. There was no traction movement during catheter insertion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter break is confirmed but the exact cause is unknown. One photo sample of a 2 fr perqcath PICC catheter was provided for evaluation. The catheter is shown within a plastic bag. The catheter appears to be fractured at the region extending from the hub and strain-relieve. Gauze dressing and evidence of use was visible. The characteristics of the fracture surfaces could not be closely inspected from the image provided. Since a complete break in the catheter was observed, the complaint is confirmed; however, the exact contributing factors remain unknown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer technical area, "PICC ruptured spontaneously after 8 days of use in the nb, while infusing intravenous hydration. It ruptured on the outside, was removed immediately, neonatologist informed." No other information was provided. Additional information received 05/29/2023: the break occurred on the outside. There was no harm to the patient, but it was necessary to remove this PICC and place another one. Therefore, there was a need for a new procedure. There was no need for medical/surgical intervention, only PICC replacement. Intravenous hydrochloride was being infused. There was leakage of this intravenous hydration.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer technical area, "PICC ruptured spontaneously after 8 days of use in the nb, while infusing intravenous hydration. It ruptured on the outside, was removed immediately, neonatologist informed." No other information was provided. Additional information received 05/29/2023: the break occurred on the outside. There was no harm to the patient, but it was necessary to remove this PICC and place another one. Therefore, there was a need for a new procedure. There was no need for medical/surgical intervention, only PICC replacement. Intravenous hydrochloride was being infused. There was leakage of this intravenous hydration. Additional information received 26 june 2023: the professionals who handle this material have a specific course certificate for this purpose. Only nurses with this certification handle the PICC. The product was used in accordance with the conditions of use. There was no traction movement during catheter insertion.